Event description:
The patient initially called to report issues with the sensor. The patient then stated that her husband called the paramedics two weeks ago due to low blood glucose levels. The patient stated that she was treated with a sugar drip, but was not taken to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.